Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that that improper network cabling caused the drawer communication failure. A field service engineer collaborated with the customer and identified that the network cable was connected to an incorrect port, causing the drawers to go offline; corrected the connection and restored normal operation. The system functioned as intended after the field service engineer investigate the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 matrix was not detected on the bus, and drawer 2 mini drawer was also not detected on the bus. The customer unplugged and reconnected the matrix hardware for drawer 1; however, the issue persisted. The mini drawer was not disconnected or reseated, as the customer was unsure which component to unplug. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.